Manufacturer narrative:
(B)(4) section g4: the rt205 adult ventilator circuit is not sold in the USA but is similar to a product which is sold in the USA. The 510(k) for that product is k983112. The subject rt205 adult ventilator circuit has been requested to be returned to fisher & paykel healthcare new zealand for evaluation. We will provide a follow up report upon completion of our investigation.

Event description:
A distributor reported on behalf of a healthcare facility in japan that an rt205 adult ventilator circuit was leaking air from the water trap. There was no patient involvement.